Manufacturer narrative:
The armrests were returned and evaluated. User error caused or contributed to the event.

Event description:
Dealer alleges end user was on her ramp, facing up in a stopped position. End user attempted to reach down and pick up the newspaper and inadvertently hit the joystick knob with her hand and the chair started moving and threw her out of the chair. Also, armrests fall down and hit her arms causing bruising and lacerations during transfer.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges end user was on her ramp, facing up in a stopped position. End user attempted to reach down and pick up the newspaper and inadvertently hit the joystick knob with her hand and the chair started moving and threw her out of the chair. Also, armrests fall down and hit her arms causing bruising and lacerations during transfer.